Event description:
It was reported that the patient¿s pump had flipped. The pump could not be accessed to be filled. It was thought that the pump flip occurred the month prior to the report. The health care provider (hcp) revised the pump and did a refill on the day of the report. The hcp over-rode the bridge bolus by setting the pump to minimum rate. The hcp was assisted with calculating and programming a bridge bolus. The pump was infusing hydromorphone. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later reported that the health care professional (hcp) was unable to access the portal. The patient was sick with an upper respiratory infection (uri) and coughing and noticed a difference after a coughing spell. The pump was refilled under fluoroscopy on (B)(6) 2014. A revision of the intrathecal pocket occurred on (B)(6) 2014. At the time of report the patient recovered without permanent impairment.